Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Downloaded receiver log and there was no findings related to the complaint. Performed receiver functional test and passed. Performed global receiver test and passed all relevant testing. Performed "try it" audio/vibration test and passed. Opened receiver case for interior inspection and passed. Performed speaker audio intermittent tests and passed. Measured the speaker resistance and was within specification. The customer's complaint was not confirmed due to receiver passing all relevant testing. The root cause could not be determined as the allegation was not found.